Event description:
It was reported that during a da vinci si hysterectomy procedure, after using the instrument on fibroids to debulk fibroids from the uterus the surgical staff reported seeing an exposed wire on the tenaculum forceps instrument. Fragments were reported falling into the patient. The instrument fragment was retrieved and the planned surgical procedure was completed successfully. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Customer initially reported visible wire. However for clarification, the product problem was a broken pitch cable. Based on this, the complaint was confirmed. The pitch cable was broken at the distal clevis hub. Cable segment that contains the crimp was still installed in clevis. Clevis does not exhibit any damage or wear marks.